Manufacturer narrative:
Follow-up #1: date of submission 10/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. A visual inspection of the pump revealed that the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap¿s threads were stripped and the cap was unable to fit securely to the pump; power interruptions occurred with the returned battery cap. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.